Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a break. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted into the left atrium (la); however, while opening the clip, the physician felt a snap in the clip delivery system (cds) and observed the shaft broken off and the clip was only attached to the gripper lines. The clip was able to be pulled back into the steerable guide catheter (sgc). Therefore, both the cds and sgc were removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported broken cds shaft was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.